Event description:
In this case, it was reported that the mitral ring was explanted after an implant duration of approximately 3 years and 10 months due to mitral regurgitation secondary to flail mitral valve. Per the discharge summary, this patient was electively admitted for redo sternotomy and replacement of his mitral valve for failed mitral valve repair from 2009. The patient stated that he was told that he had a persistent "leaky valve" immediately after his surgery in 2009, which had progressed to severe mitral regurgitation. Unfortunately, there were no findings on the annuloplasty ring documented. He tolerated surgery well. The patient was discharged home in stable condition.

Manufacturer narrative:
Device not returned. The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. Unfortunately, the explanted ring was not returned to edwards for analysis; therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.